Manufacturer narrative:
The valve was dissected to investigate the cause of the event. The ruby ball was still lodged into the cone upon disassembly, and biological debris was observed in and around the ball and cone interface. The biological debris is believed to be the reason why the ball remained lodged into the cone. This resulted in occluded behavior that resulted in an inability for csf to flow through the valve mechanism. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product testing is in progress. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that when the surgeon did the routine testing for the valve, they found out that the valve rebounded slowly. According to the report, the reflexibility of valve was not good.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.